Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" on the autopulse platform (sn (B)(4) was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the reported system error was due to a defective processor board likely due to wear and tear or user mishandling, as indicated by the damaged covers observed during the visual inspection. The customer reported complain of broken head restraint wire was confirmed during visual inspection. The top cover needs to be replaced to address the issue. The root cause of the frayed patient head restraint wire was most likely due to normal wear and tear. The autopulse platform is a reusable device and was manufactured in september 2009, and it is more than 11 years old, well beyond its expected service life of 5 years. Upon visual inspection, observed cracked front and bottom enclosures, damaged battery compartment, lcd screen, and battery lock, which are unrelated to the reported complaint. The probable root cause for the observed physical damages is characteristic of user mishandling. The front and bottom enclosures, damaged battery compartment, lcd screen, and battery lock need to be replaced to address the physical damage. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data review observed system error (latch error 203 - mailbox full), thus confirming the reported complaint. During a further review of the archive, it was discovered that a latch error 203 was triggered by several user advisories (ua): (ua) 46 (software error), (ua) 17 (max motor on time exceeded during active operation), and (ua) 45 (driveshaft not at "home" position after power-on/restart). To address ua 46 and latch error 203 the defective processor board needs to be replaced. To address the ua17 error, the defective drivetrain motor needs to be replaced. The ua 45 error was observed due to a very sticky clutch, the deburring of the clutch needs to be performed to address the issue. The probable cause of the defective drivetrain motor and the sticky clutch was most likely due to the normal wear and tear. Waiting for the customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" message. Also, the customer reported that one of the head restraints on the top cover of the platform got broken. No patient involvement.